Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. At the time of this report, the patient was recovering and pd therapy was ongoing. No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.